Manufacturer narrative:
Note: liheparin samples are not validated for use on triage devices. Liheparin samples may or may not interfere with device results. Two of four returned samples were in a heparin tube. Product support tested the returned edta and heparin pt samples against retained triage cardiac profiler lot w48358 and a reference method (access2). Cal h (pos ctrl) was also tested on retained lot w48358. Tni results below: triage: all four samples observed at <0.05ng/ml (n=1 each). Access2: edta samples: sample 1 was 0.04ng/ml and sample 2 was 0.04ng/ml. Liheparin samples : sample 3 was 0.05ng/ml and sample 4 was 0.03ng/ml. Cal h: all data points were within the mfg 2sd range with a % recovery of 97%. No discrepant results between triage and access2 were observed with the returned pt samples. No low bias or false negatives were observed with the positive control cal h, or returned pt samples. Customers observations of negative tni were reproduced on triage, but no product deficiency was established as access2 verified the negative result on triage. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported false negative troponin I (tni) results on triage cardioprofiler kit vs. Lab analyzer (brand not provided). A pt was admitted on unk diagnosis. An edta whole blood (full tube) was tested first on triage while fresh giving a negative result. Same draw of blood was tested on their lab analyzer with a positive result. The results from the lab analyzer were reported for decision making. Final diagnosis not clear. No action was performed based on the triage results. Other pt's results were consistent between triage and lab analyzer.